Manufacturer narrative:
Results: the separator showed permanent bends at 12.5, 31.5 and 55.5 cm distal to the proximal start of the green ptfe coating. After decontamination, the bend at 55.5 cm broke and showed evidence of corrosion. The separator bulb was measured on a laser micrometer. The maximum width was 0.02988", within specification. Because of the bends in the mid shaft of the separator, the unit is non-functional. Conclusion: the complaint described an incompatibility between the penumbra reperfusion catheter 032 and the separator. The catheter was not returned for evaluation, however, the complaint description indicated that the separator functioned properly when used with another separator during the case. The separator damage could have occurred during use or due to post complaint handling. The separator bulb was measured and was within specification. During follow up communication with a penumbra representative, it was thought that the tip of the separator was damaged, preventing the insertion of the separator into the catheter, however, this was not confirmed during the investigation. The inability to advance the separator through the reperfusion catheter was likely due to the bends in separator. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The penumbra system separator 032 tip was damaged. The physician could not get the separator 032 through the penumbra system perfusion catheter 032 during the case. The physician used a second separator 032 successfully.